Event description:
Prior to patient in room, technician turned on machine to test. Machine would not turn on the first time. Checked cords and turned off/on. Finally machine started after third attempt. Machine was then turned off until procedure started. When dr. Attempted to do cavity assessment and nurse pushed arrow to start machine, it went right to enable (all lights came on). We then shut down the machine and checked all cords. The machine was turned back on, and all cords were replugged. The settings were re-entered, and then pushed the cavity assessment. This time the light came on briefly, then error/array light came on. We shut off the machine, unplugged everything, and turned it back on. Everything was plugged back in. All lights started flashing, then the machine started beeping. Doctor aborted the case at that time. No injury to the patient occurred.